Event description:
Patient's wife reported the loss of 2 v-go's that have fallen off due to the adhesive pad not staying attached to the patient's body. Patient wears v-go on back of his arm and believes it may be heat/water related.